Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the non-boston scientific device into the faradrive, blood return was checked using a 20-cc locking syringe connected to the side port. At that time, a large amount of air was drawn in from the side port, and blood leak was also seen dripping from the hemostatic valve. The bubbles were observed on the side port. Approximately 2-4cc blood loss occurred in total. There was only a trickle from the hemostasis valve, and the leak stopped when the non-boston scientific device was removed from the faradrive. The fluid leaking was from the distal end, proximal end or hemostasis valve. It was a slow drip leak. No other issue has been reported. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the non-boston scientific device into the faradrive, blood return was checked using a 20-cc locking syringe connected to the side port. At that time, a large amount of air was drawn in from the side port, and blood leak was also seen dripping from the hemostatic valve. The bubbles were observed on the side port. Approximately 2-4cc blood loss occurred in total. There was only a trickle from the hemostasis valve, and the leak stopped when the non-boston scientific device was removed from the faradrive. The fluid leaking was from the distal end, proximal end or hemostasis valve. It was a slow drip leak. No other issue has been reported. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Microscopic imaging of the external valve identified fm on the outer face. The returned device was sent to the analytical lab to determine the composition of the abnormality observed on the external valve. The material was found to be consistent with cyanoacrylate (adhesive).